Event description:
Boston scientific received information that this right ventricular (rv) lead repeatedly dislodged due to patient body habitus and non-compliance in keeping their arm straight. It was noted that the physician decided to implant a longer lead. There were no allegations against the lead. At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.